Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and observed the sample mixer leaning on the sample pot which put strain on the mixer motor. The fse replaced the mixer motor to resolve the issue. Patient information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ise (ion selective electrolyte) patient results and ise calibration failure due to ise serum standard solution h stability error on their au860 chemistry analyzer. The erroneous patient results were reported out of the laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Patient demographics were not provided. The customer provided data for four (4) patient samples.